Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had two stuck button alarm. Customer¿s blood glucose was 60 mg/dl, 195 mg/dl at the time of incident. Customer stated that they experienced low blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were treated with food for low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Troubleshooting was performed for stuck button alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump will be returned for analysis.